Event description:
During preventative maintenance of the device, the user reported, the heart lung console would not operate on battery power. No other details of the event were provided. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not concluded.